Event description:
It was reported the generator displayed error code e433 after the pedal wrapped around itself. After the pedal was fitted correctly, the error message disappeared. The issue occurred during inspection for use. There was no paitent involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator displayed error code e433 after the pedal wrapped around itself. After the pedal was fitted correctly, the error message disappeared. The issue occurred during inspection for use. There was no paitent involvement.